Event description:
On (B)(6) 2009, mr. (B)(6) (reputedly a good (B)(6) surgeon) fitted a pinnacle hip to my right side. "Should have been done years ago," he said. Needed due to fracture/dislocation (B)(6) 1978 caused by my legs first under a (B)(6). Multiple fractures and traumatic head injury. Closed head injury caused by chin contact with bumper (I figure) and back of cranium fracturing in question mark shape when hitting spine thru rear of new (B)(6) crash helmet (ref (B)(6)). Thankfully, passenger/nurse (B)(6) used the sharpest thing in her purse to cut my throat to allow me to breathe (learnt 38 yrs later). Prior to this new info, I knew that life saving (B)(6) had "cleared my airway" (5 broken teeth, 3 fractures to lower mandible). Crepitus in neck prompts my endeavours to eat food that beats osteoarthritis. Accident compensation paid for mom hip so no right or interest in litigation. Told to "go and live life", on discharge from (B)(6), but criticized by darling wife for climbing ladder and driving car when soon out of hospital. Mr. (B)(6) sent info about metal in blood tests which took me to 2015 to enact chromium 32. Cobalt 81, low receptionist said. During 2016 lack of orientation when sitting up to exit bed and laying down. Also turning head right after reclining. Even when raising both arms. Mr. (B)(6) logically said blood pressure, but last two readings prior were very good (137 over about 70). Wed a lass from a health food shop so all should be good! Hip is always sore but graunches no more so success announced. By 2016 decided, too much and gp dr sent me to mr. (B)(6), MRI "perfect condition and the best prosthetic hip available", same as told at fitting 2009. Inspiration prompted idea that metal in blood causing periods of neurological sensation of slightly mild dizziness so gp organizes new metal/blood reading; cobalt 92 serum (1-12 limit), 631 in urine (0-20 limit) please bear in mind these numbers taken over phone from dr's assistant by (B)(6) self. I'm trying to find blood level limits, mr. (B)(6) secretary recently phoned reelevated cobalt levels gp dr (B)(6) notified mr. (B)(6) of. Another reading in 3 months chosen and if readings higher, I expect to choose a revision surgery using a more reliable prosthetic when I find some truth in this field. Consequences from my 1978 motor cyclist vs car could camouflage mom metal in blood so I've avoided detailing other symptoms. Praise the lord for medical people who do to others as they would have done to them. I'm privileged to have met many. Minerals to benefit arthritis and cancer from (B)(6), sold by (B)(6). Use of super phosphate prevents plants absorbing minerals at beginning of food chain. Ref (B)(6), who brought reverted fert technology to (B)(6) from USA! Rock phosphate is tricalcic and broken down with sulphuric, where the acid kills worms and fert is highly water soluble to run into waterways. Reverted to dicalcic with = qty lime + water + 3 wks min makes for healthy food chain and you and me. Omega 3s thru flaxseed oil ((B)(6) can teach you much and is my supply.) (B)(6) recommends green tea for anti oxidants. Dr (B)(6) says two cups / day reduces chance of breast cancer by half. Our son now imports the finest quality green tea and other teas and sells thru (B)(6) under name of (B)(6). It's truly delicious. (B)(6), founder (B)(6) said "any tea is healthy tea." I eat dandelion, plantain, herb robert (stinky bob) and red clover flowers in passing. Watercress if could get it. I look up vegetarian diet for a few yrs until learning (B)(6) did not require it. Yours faithfully, (B)(6).